Manufacturer narrative:
(B)(6). Results: a sample was not returned for evaluation. A photograph was returned and showed sleeve leakage. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5072781. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that the sleeve of a bd vacutainer® eclipse¿ blood collection needle, 21 g x 1.25 in. Split and caused blood leakage from the back of the device sleeve. This was noticed after removal of the first tube dripping from the rear of the holder. There was not serious injury, blood exposure or medical intervention reported.